Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head broke off in mouth; pieces [device breakage]. No adverse event [no adverse event]. Case description: salesforce case number (B)(6). A (B)(6) old female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown broke off in her mouth, and she had the pieces to send to the company. No symptoms developed. On (B)(6) 2016 received follow-up: the consumer reported the brush heads were oral-b precision clean brushheads from a pack of (B)(4), and she would send the broken brush head and 2 others from the pack. She stated the last brush head had been used. No symptoms developed.